Event description:
It was reported that (1) mcs20 was used during a para thyroid procedure. It was reported by the rep that the clips would not advance in device. Opened another device to complete the case. There was no consequence to pt.